Event description:
Initial report. One pt treated with prostalund's coretherm equipment in 2006 for treatment of benign prostatic hyperplasia has later developed incontinence. This report received in connection with follow-up of two other pts from same clinic.